Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the physician was going to perform device reprogramming and continue to monitor this patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one week post implant, this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel which triggered the lead safety switch (lss). Additionally, there was no sensing or capture in bipolar configuration and elevated threshold measurements in unipolar configuration. The patient reported being symptomatic with rv pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system was still exhibiting elevated threshold measurements and pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. The lead remains programmed to unipolar configuration. No adverse patient effects were reported.